Manufacturer narrative:
Allergan has initiated a CAPA investigation into this late report. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported a "device broke during surgery." It is unknown if surgery was completed with a backup device or if the device came into contact with the patient.

Manufacturer narrative:
Device labeling: avoid damage during surgery care should be taken to avoid the use of excessive force and to minimize handling of the implant during surgical insertion. Data accumulated from allergan¿s retrieval study analyses of explanted ruptured silicone gel-filled breast implants, observations of surgeries, and a review of the published literature indicate that the forcing of implants through too small an opening or applying concentrated localized pressure on the implants may result in localized weakening of the breast implant shell potentially leading to shell damage and possible implant rupture. Device evaluation: visual analysis of the returned device identified: opening, brown particles and underweight . A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported a "device broke during surgery." It is unknown if surgery was completed with a backup device or if the device came into contact with the patient.